Event description:
Some digits on infusion device display screen are damaged and do not indicate anything. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. No further information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.